Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument had an issue during coagulation and the instrument had melted and exhibited thermal damage. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the device logs for the fenestrated bipolar forceps (part number 471205-17 / lot/serial number (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 9 uses remaining after this last usage. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. For clarification, the housing was removed, and the conductor wire was dislodged at the proximal end. The instrument failed the electrical continuity test. The connection between the pin and the bipolar printed circuit assembly was no longer secured together, resulting in failed energy delivery. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. Root cause of dislodged conductor wire at the proximal end attributed to a component failure.